Event description:
The reporter called lifescan (lfs) alleging that the pt's meter displayed the apply sample icon. The pt had told the reporter that the apply sample icon was intermittent. The meter was not a new product (out of box). The pt had applied enough blood on the test strip and claims that the meter would display the apply sample icon. The pt needed assistance by a non-medical professional and did not receive any treatment. The pt did not have a new vial of test strips to troubleshoot. Customer services sent the pt a replacement meter.